Event description:
In 2008, the pt reported that while after she inserted a new insulin cartridge she attempted to twist the cartridge to see the markings on the side and this caused the plunger of the cartridge to become stuck to the piston rod and insulin spilled into the cartridge compartment of the infusion device. The pt dried the insulin from the cartridge compartment and removed the plunger from the piston rod prior to the report. She was advised to allow the infusion device to dry for 24 hours. The pt was assisted with setting up her backup infusion device. No physiological effects were reported. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.